Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error and pump error alarm. Customer stated that the insulin pump buttons were not working. Customer stated that the condition of keypad was puffed or compressed. Customer inserted new battery but the still the issue was not resolved. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring=black. Customer complained on 02/23/2022 insulin pump alarmed stuck button and insulin pump error 49. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. No insulin pump error 49 noted during test. Pump successfully downloaded to thump. Insulin pump trace download analysis confirmed the pump alarmed low battery alert on 02/14/2022 05:33:00.000 and replace battery now alarm on 02/17/2022 22:30:39.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed the low battery alert and replace battery now alarm was triggered due to moisture damage to the electrical board 1 board and electrical board 2 board. Confirmed the insulin pump alarmed insulin pump error 49 on 02/17/2022 23:11:17.000 due to moisture damage to the electrical board 1 board and electrical boar2 board. Intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on 02/17/2022 23:14:38.000 in insulin pump downloaded history. Unit passed the keypad voltage test. The j1 connector on electrical board 1 was locked properly during visual inspection. Found moisture damage to motor assembly, electrical board 1 board and electrical board 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing and verified insulin pump alarmed stuck button on 02/17/2022 23:14:38.000 in insulin pump downloaded history. Confirmed the pump alarmed low battery alert on 02/14/2022 05:33:00.000, replace battery now alarm on 02/17/2022 22:30:39.000 and insulin pump error 49 on 02/17/2022 23:11:17.000 due to moisture damage to the electrical board 1 board and electrical board 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.